Event description:
Event description guidant received information that during a follow-up visit to an outreach clinic, the device was unable to display a magnet response. The patient was then brought to the hospital where the appropriate programmer was used. Upon review of the initial electocardiogram (ECG), a sinus rhythm was displayed with 'p' markers, but the ventricular lead displayed loss of capture. Lead testing was performed and lead impedance measurements were greater than 2500 ohms. The daily measurements indicated that this lead has displayed high impedance measurements since october of 2005. A fracture was suspected due to the high impedance measurements and inability to pace.